Event description:
An alarm heard and confirmed by telemetry as critical due to motor stall was reported. The stall was constant. The pump logs showed motor stall occurred on (B)(6) 2012 at 16:50. There was no magnetic, MRI or emi interaction. Patient experienced return of patient symptoms especially increased baseline pain. Drug delivered via the device was morphine (compounded) 20mg/ml at a daily dose of 12/783mg/day. It was later reported that the pump was replaced due to an unexplained motor stall without recovery.

Event description:
It was reported that the patient experienced withdrawal. It was noted that the cause of the event was pump failure. The patient was hospitalized. The patient recovered without sequela. The pump was delivering morphine.

Event description:
Additional information received reported that patient felt that she "did seem herself."

Manufacturer narrative:
Catheter model: 8709sc, lot #: n162411003, implanted: explanted: unk.

Manufacturer narrative:
Analysis of the pump and motor revealed gear train anomaly; corrosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).